Event description:
Caller states the patient tested 3.9 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The field service representative went on site. He found blockage in rinse station 3. The probe was partially obstructed internally by a piece of a cuvette plastic. In the past, the customer had a crash that damaged a cuvette, which would explain the source of the plastic. The calibration and quality control were acceptable and the customer is monitoring the situation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.